Event description:
It was reported that the device had an issue in the downstream occlusion. It was unknown when the fault occurred. There was unknown patient involvement and unknown patient harm/unknown adverse event reported.

Manufacturer narrative:
No information has been provided to date. One device was received. No physical damage was found on the device. Functional testing confirmed the complaint as "cassette not attached properly" is displayed on the pump. It was unknown what caused the problem. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. It was recommended to calibrate the dso sensor.